Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA. Upon further investigation of the reported event, the following information is new and/or changed: (additional device information - added exp date). (Initial reporter - updated establishment name, address and city). (Date received by manufacturer). (Indication that this is a follow-up report). (Follow-up due to correction and additional information). (Device evaluated by manufacturer). (Device manufacture date).(identification of evaluation codes 3331, 4114, 4246, 4308). Method code #1: 3331 analysis of production records. Method code #2: 4114 device not returned. Results code: 4246 transport/storage problem identified. Conclusions code: 4308 cause traced to transport/storage. The investigation verified that incorrect product was shipped. It was determined that there is a defined location in the distribution center that includes product on pallets on the floor and the indicated product most likely got intermingled with an incorrect item during picking. There was a failure in procedure execution as the picker did not pick the correct item and the packer nor shipper noted the error during their verification. The root cause was the distribution center mixed products when receiving and picking orders. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The distributor reported to terumo cardiovascular that during out of box, the received code of the device was different from the one requested. No patient involvement.